Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose was 10.5 mmol/l. Customer reverted to using an alternate method of insulin therapy.